Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of both cartridges revealed that the reloads had full staple complements. The reloads were received with the lock rings rotated out of position. The lock rings were rotated into the correct positions the reloads were loaded into a pmv representative instrument for functional testing. The reloads were applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it could not be established when this occurred. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a gastric sleeve procedure, two staples could not slide into the stapler. The instrument was not able to fire. There was no patient injury.